Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, angle of arterial tract was impossible to pass. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the plunger was still in the pre-deployed position and there was no slack present on the link. The sheath appeared normal and there was no kink. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. The daily lot testing for hydrophilic coating was confirmed to be within specifications. A sample of the proglide lot is destructively tested as part of lot acceptance procedure to verify quality of the lot build. During the investigation, a 0.038 guidewire was backloaded and frontloaded without a problem. Based on the investigation, the cause for the reported event could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.